Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. There was challenges with imaging reported throughout the procedure. A triclip xtw was successfully implanted mid on the anterior/superior (a/s) leaflets. A second triclip xtw was placed posterior/central to the first clip. During deployment, after the grippers were raised in the cd fastener and loosened to withdraw the mandrel it was identified that the clip remained partially attached to the steerable guide catheter (sgc) tip. The clip was fully withdrawn into the sgc, while remaining closed and locked, pulling it off of the leaflets. The sgc and cds were withdrawn into the left groin when a snare was inserted and snared the xtw. It was visualized that the clip was remaining tethered to the cds by a gripper line. The clip was fully removed from the patient. There was no tissue visualized on the clip and no damage identified to the leaflets. A new sgc and triclip xtw were prepared and the clip was successfully implanted centrally on the anterior/superior leaflets. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional information.

Manufacturer narrative:
All available information was investigated, and the reported torn sgc soft tip was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported torn sgc soft tip was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.